Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate but he was not able to reproduce the reported issue. The technician checked all connections and cables. No signs of loose connection or damaged components could be found. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report of a centrifugal pump 5 (cp5) shut off during procedure. The user turned it off and on and the issue disappeared. The procedure could be completed without further issues. There was no report of patient injury.